Manufacturer narrative:
Other, other text: h3: one cadd solis hpca pump was received with no physical damage. The event history log was not applicable. Accuracy testing was performed and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range.

Event description:
It was reported that a smiths medical cadd solis pump was over-delivering. No patient involvement.